Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the cartridge has been returned and evaluated by product analysis on 02/28/2016 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and leak test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (o-ring leak) issue. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin. There was no indication that the product caused or contributed to an adverse event.